Event description:
The manufacturer received information alleging maintenance was required on a trilogy evo ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy was returned to the manufacturer service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the machine flow sensor. In conclusion the machine flow sensor was replaced to address the issue. The device passed all testing. Additionally, during the functional test, the "fio2 sensor receptacle verification" failed, so the tubing-fio2 was replaced unrelated to the reportable malfunction. Due to preventive maintenance, the muffler assembly, particulate filter, air inlet foam filter were replaced. The contaminated parts were replaced, and the final test, battery check, valve check, running test, and cleaning were performed, confirming normal operation. Software version 1.06.10.00 was confirmed. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.